Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast reconstruction surgery with a 685cc mentor memoryshape breast implant and experienced wound infection and device extrusion complications on her left side postoperatively. The incision site opened up and the doctor removed the device since it looked infected. The patient underwent removal only surgery on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left wound infection and device extrusion. Manufacturer¿s reference number: (B)(4).